Event description:
It was reported during the implant procedure that the physician broke the lead insulation when trying to cut the guiding. The lead insulation is not normal and wire inside is seen as being pressed. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B) (4) proximal conductor flattened. The visual inspection did not show any evidence that the outer insulation was breached or cut.